Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). The following sections have been updated: h3: device evaluated by manufacturer: change ¿no' to 'yes.' One empty packaging for impl tapered scr-v ha 3.7 mm 3.5mm 11.5mm (tsvh11) was returned for investigation. Visual evaluation of the as returned packaging identified the tamper seal for the outer vial was broken. The contents of the outer vial were empty. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. Pre-existing patient factors, x-ray, tooth locations are not reevant to the reported event. The customer did not provide any pictures. Review of appropriate documentation: documents reviewed: ¿instructions for use for tapered screw-vent®, advent® and trabecular metal¿ implants¿ 4869 rev. 9 -10/19. Information identified: 'precautions' 'warnings' 'adverse effects.' DHR review: DHR review was completed for the subject lot number (1252650). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Upon review of the DHR, packaging images have been attached to further verify the conformance of the packaging for the reported device. Complaint history review: complaint history review was performed for the reported lot number (1252650) for similar events and no other complaint was identified. Review completed utilizing keywords: 'incorrect component quantity.' Post market trending review: march post market trending was reviewed and there were no actionable events or corrective actions for the reported event (incorrect component quantity) or product (tsvh11). No actionable items have been triggered that will affect complaint handling on our end for this month. Based on the available information, the packaging malfunction could not be verified, and the reported event was non-verifiable. The circumstances of the device delivery could not be recreated. Additionally, the alleged coob could not be verified.

Manufacturer narrative:
Zimmer biomet complaint number: (B)(4). Patient identifier: unknown / not provided. Patient age at time of the event: unknown / not provided. Patient gender: unknown / not provided. Patient weight: unknown / not provided. Date of event: unknown / not provided. Additional device information: unknown / not provided. Premarket identification: k013227. Device manufacturer date unknown / not provided.

Event description:
Doctor reported that there was no implant inside of the box for the clinical procedure. The packaging was completed sealed. Doctor's assistant confirmed by phone that event happened in (B)(6) 2022 and procedure was completed with a new implant on the same day.